Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of an fx plus transcatheter aortic valve, severe calcification at the annular level and severe calcification in the left ventricular outflow tract were observed. Predilatation was performed with a simvalve 24 balloon; however, the valve could not be adequately expanded during implant. The valve was retrieved from the patient as an intraprocedural switch to a sapien valve (another manufacturer¿s product) was performed, and the final result was satisfactory. No patient complications have been reported as a result of this event. Additional information was received that the expansion issue in the valve frame was first noticed after the first deployment.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of an fx plus transcatheter aortic valve, severe calcification at the annular level and severe calcification in the left ventricular outflow tract were observed. Predilatation was performed with a simvalve 24 balloon; however, the valve could not be adequately expanded during implant. The valve was retrieved from the patient as an intraprocedural switch to a sapien valve (another manufacturer¿s product) was performed, and the final result was satisfactory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: three images of the executive summary were provided for the event description. The patients annulus perimeter was 87.0 which per the instructions for use (IFU) sizes for a 34 millimeter (mm) evolut valve. The patient has heavy leaflet calcium, along with annular and left ventricular outflow tract (lvot) calcium. Per the medtronic IFU, pre dilatation is especially recommended prior to implantation in the following situations moderate to severe calcification and or size 34mm valve. There was no fluoroscopic valve check provided to confirm if the valve was loaded properly. It was reported that during an attempted implantation of an fx plus transcatheter aortic valve, severe calcification at the annular level and severe calcification in the left ventricular outflow tract were observed. Predilatation was performed with a simvalve 24 balloon; however, the valve could not be adequately expanded during implant. There was no evidence of the procedure provided therefore I cannot comment on the procedure itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.